Manufacturer narrative:
(H3,h6): the panel was returned to the manufacturer for evaluation. Confirmed reported complaint, hand switch connector in the rear cab assembly failed continuity testing, multiple opens were found during testing. Visual inspection shows damaged/ broken wires/connections. Damaged assembly. Codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, serial/lot #: (B)(6) (h3,h6): the x-ray hand switch was returned to the manufacturer for evaluation. Confirmed reported complaint, install hand switch into test system. System booted and readied. When actuated, the 3d button would not acquire an image. 2d and store button were functioning as expected when pressed. Faulty hand switch. Codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced hand switch for bad middle button per user manual, replaced rear cab panel per user manual for not being able to save image using hand switch. Performed system checkout. System functioned as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, product ID: bi71000194: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that site was unable to take and complete a 3d spin. Patient presence unknown.